Event description:
The customer reported that a new extension set was attached to a two port PICC line and a 5fu infusion was started. Approximately 4 hours later, the extension set broke. This resulted in a chemotherapy spillage. From the reported information, there were no indications of serious injury to the patient or user as a result of this incident. No additional information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.